Manufacturer narrative:
The device referenced in this report has been returned to olympus but the evaluation has not yet been completed. Upon completion of the device evaluation, a supplemental report will be submitted.

Event description:
Olympus was informed that during an unspecified procedure, the ceramic tip of the resectoscope sheath broke. It is unknown if there was any patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the reported event, but with no results.